Manufacturer narrative:
B4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/30/2021.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/29/2021.

Manufacturer narrative:
Additional information was added to h4 and h6: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) underinfused. This was identified when the nurse attempted to remove the patient's peripherally inserted central catheter (PICC) line from the forty eight hour chemo pump and found that none of the drug had run through, so left in situ. The line was flushed and re-connected for another twenty four hours and only fifty percent of the chemotherapy was given. The device was filled with 2800mg 5-fluorouracil in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.